Manufacturer narrative:
(B)(4). Potential lots: 71f19a2224, 71f19b0967, 71f19b1821 and 71f19b2070.

Event description:
It was reported that during puncture the subclavian vein the needle hub cracked.

Event description:
It was reported that during puncture the subclavian vein the needle hub cracked.

Manufacturer narrative:
(B)(4). Potential lots - 71f19a2224, 71f19b0967, 71f19b1821 and 71f19b2070. The customer returned one introducer needle for evaluation. The needle cannula was separated; however, the customer confirmed this occurred while packaging/shipping the sample. Visual and microscopic examination of the needle revealed multiple cracks in the introducer needle hub. The needle hub was tested for leaks by attaching a lab inventory ars filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the cracks in the needle hub. No lot number was provided was provided by the customer. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.